Manufacturer narrative:
H.6. Investigation: bd received 197 sealed insyte autoguard blood control units and one opened retracted unit from lot 8360633 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. A random sampling of the 76 sealed units were taken for inspection along with the one retracted unit. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the sealed units. The retracted unit was inspected and the catheter tubing appeared to have a v-shaped cut near the tip. It was determined that the needle had pierced through the catheter tubing causing the observed cut. Next, a needle penetration and drag test was performed and each unit was found to be within product specifications. Based off the visual inspection the engineer was able to verify that the needle had pierced the catheter tubing. A definitive root cause for the observed cut could not be determined.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was split. This was discovered before use. The following information was provided by the initial reporter: material no.: 382533 batch no.: 8360633. It was reported that the tip of the catheter was split. It was clarified that the tip was frayed on the 20g. Pr 2 of 2:this pr is for catheter product. Per email: my nurse will be sending one case and one catheter for inspection to bd. Upon opening the catheter packaging, the pre-op nurse visually inspected the catheter and at times the needle appears longer because of the damaged catheter tip. The nurse noticed the damage on the tip of the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was split. This was discovered before use. The following information was provided by the initial reporter: material no.: 382533. Batch no.: 8360633. It was reported that the tip of the catheter was split. It was clarified that the tip was frayed on the 20g. Pr 2 of 2:this pr is for catheter product. Per email: my nurse will be sending one case and one catheter for inspection to bd. Upon opening the catheter packaging, the pre-op nurse visually inspected the catheter and at times the needle appears longer because of the damaged catheter tip. The nurse noticed the damage on the tip of the catheter.